Manufacturer narrative:
Block b3: exact date unknown, event occurred one and a half year ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was kept by the medical facility.